Event description:
During an acl reconstruction, 2 screws broke from 2 different lots. The tibial tunnel was tapped. The first screw was advanced into the tibial tunnel and cracked. Most of screw was removed and a second, different size screw 9x30mm was attempted and also cracked. Part of this screw remains in the pt. Surgeon requested the synthes small fragment fracture repair set to attempt to complete the acl repair. Suggested that another interference (rci or bio rci) screw be attempted rather than screw from the small frag. Set. Soft tissue graft had been fixated at the femoral end with an endobutton. A delay of 30 mins took place. Sales rep stated the surgeon was using an autograft on the female pt. The surgeon used a 9mm tap prior to inserting the screws. The pt had hard bone. The repair was completed with a synthes screw and washer.

Manufacturer narrative:
Device has not been returned for eval, therefore; no determination could be made for the reported device failure.